Event description:
Additional information was received that the valve was recaptured due to suboptimal implant depth.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0012524087); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification and the patient's bicuspid aortic valve. There no misload identified during loading. The deployment of the valve was attempted 2 times; however, an infold was observed on the second deployment attempt. It was noted that the target implant depth when the infold occurred was 3 millimeter (mm). Subsequently, the valve was recaptured and withdrawn from the patient. A new valve and new delivery catheter system (dcs) were used to complete the procedure without difficulty. Per the physician, the patient's bicuspid native valve and calcified anatomy contributed to the infold. No patient complications were reported as a result of this event.